Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the conquest pta dilatation catheter products that are cleared in the us. The product classification code for the conquest pta dilatation catheter product is identified. The lot number was provided and a lot history review was performed. The sample was not returned, therefore the investigation is inconclusive for the alleged retraction issue problem. The root cause could not be determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of reported information indicates that model cq7564j, pta balloon dilatation catheter, allegedly experienced a retraction problem. This information was received from a single source. This malfunction involved a female patient with no consequences. The patient's weight and age were not provided.